Manufacturer narrative:
Additional information: according to the information received from the field a complete insertion of the active electrode was not achieved at implantation surgery due to cardiological problems, which occurred during surgery. Reportedly five channels were extra-cochlear. Further one additional channel migrated post-operatively out of cochlea. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient had cardiological problem during the surgery and it was not possible to achieve a full insertion. The recipient reported that he cannot hear well with the right-side device. It was reported that 5 channels were left extra cochlear at implantation. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient had cardiological problem during the surgery and it was not possible to achieve a full insertion. The recipient reported that he cannot hear well with the right-side device. It was reported that 5 channels were left extra cochlear at implantation. Re-implantation is considered.

Event description:
The recipient had cardiological problem during the surgery and it was not possible to achieve a full insertion. The recipient reported that he cannot hear well with the right-side device. It was reported that 5 channels were left extra cochlear at implantation. At explantation, 7 channels were seen extra-cochlear prior to removal. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: according to the information received from the field a complete insertion of the active electrode was not achieved at implantation surgery due to cardiological problems, which occurred during surgery. Reportedly, five channels were extra-cochlear. Further two additional channels migrated post-operatively out of cochlea. Reportedly, during explantation surgery seven channels were seen extra-cochlear. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field a complete insertion of the active electrode was not achieved at implantation surgery due to cardiological problems, which occurred during surgery. Reportedly five channels were extra-cochlear. Further two additional channels migrated post-operatively out of cochlea. Reportedly during explantation surgery seven channels were seen extra-cochlear. This is a final report.

Event description:
The recipient had cardiological problem during the surgery and it was not possible to achieve a full insertion. The recipient reported that he cannot hear well with the right-side device. It was reported that 5 channels were left extra cochlear at implantation. At explantation, 7 channels were seen extra-cochlear prior to removal. The recipient has been re-implanted.